Event description:
During a coronary procedure, the physician experienced difficulty crossing a pre dilated lesion. While retracting the delivery/stent device back into the guide catheter the stent dislodged. The stent was located and a balloon catheter was advanced through the stent and dilated just enough (atmospheres unk) to bring the stent back to the guide catheter. After removal of the balloon catheter and the wire it was noted that the stent was not on the balloon. The stent remains undeployed in pt. Pt status is listed as "okay".